Event description:
Physician alleges arthroscopy procedure had pressure. Requested to reduce pressure. Arthroscopy pump flow reduced. When procedure was over noted pt had swollen thigh and groin, probable extravasation of irrigation fluid. Machine repeatedly overrode flow parameters present.